Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device powered down while on a patient. The respiratory staff found that the outlet that the device was plugged into was coming out of the wall. The respiratory staff removed the device from service for the bme to test and called maintenance to check on the power outlet. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The remote service engineer (rse) went through the event log with the bme and concluded that the device appeared to have never been on alternating current (ac) power when the reported issue occurred. The rse found the 1212 "alarm message: running on internal battery" and 1204 "alarm message: low internal battery" errors. The bme found that the battery was depleted, and the outlet in the room was not working properly. The rse recommended that the bme should charge the device until the battery voltage is over 16v and perform a battery test. The device was left charging throughout the weekend, and the device was showing 16.5v. After checking the event log again, the rse confirmed that the device ran for 6.5-7 hours on battery power and was never connected to ac power. The rse verified with the bme that the device passed the battery test. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.